Event description:
Clinical study: same patient as MDR 6000089-2005-01933. 327 days after a coronary artery drug eluting stenting treatment procedure the pt expired. The index procedure treated two target lesions. Target lesion 1 was a 2.5 mm vessel diameter, 95% stenosed region of the 2nd obtuse marginal artery (om). The lesion was 6.0 mm in length, was moderately tortuous with severe calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5x8 mm drug eluting stent without complication. Residual stenosis was 10%. Target lesion 2 was a 3.0 mm vessel diameter, 60% stenosed region at the circumflex artery (cx). The lesion was 15.0 mm in length, was midly tortuous with moderate calcification. This lesion was being treated to alleviate in-stent restenosis. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.0x20 mm drug eluting stent without complication. The taxus stent was post-dilated after deployment. Residual stenosis was 20%. The pt was discharged from the hosp 1 day post index procedure receiving asa and ticlid. The site reported that the pt expired 327 days post index procedure of unknown cause. No autopsy was performed. In the opinion of the physician there was an unknown relationship between the target vessel and the event.